Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(6), batch: 14794631.

Event description:
It was reported that the patient developed an infection at the ipg pocket site. The patient had a fever, was hospitalized and was administered with intravenous (IV) antibiotics. The physician was unable to determine the cause of infection and believed that the infection was not device or procedure related. The patient underwent an explant procedure wherein all device components were removed and discarded. The patient was reportedly doing well. No device malfunction suspected.